Manufacturer narrative:
During a breast procedure, the surgeon reached across the arm of the surgical tech to place the cautery device down after it was used. The hot tip caused a burn in the surgical gown and the tech suffered a small burn to the arm. First aid was provided to the tech, but no other medical intervention was required. The cautery device was returned and evaluated. It was tested and compared to a similar device from another MFR. After activating the pencils continuously at 40 watts cut for 30-40 seconds, the tips for both devices burned through seconds, both tips cooled enough to touch. No malfunction was identified and both devices performed as intended. The info gathered during the investigation suggests that user error caused the incident and the subsequent burn.

Event description:
During a surgical procedure, the tech rec'd a minor burn when his arm touched the tip of the cautery device.